Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected under-delivery issue. Blood glucose value was over 500 mg/dl at the time of the incident and was hospitalized on (B)(6) 2018. The customer had symptoms of vomiting and diahrea. The customer treated with IV units and fluids. Troubleshooting was performed and the nurse at the hospital was assisted with providing the tdd and last bolus delivery. Nothing will be replaced or returned.